Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker replaced the device's power pcb assembly, battery wire harness, and battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the device's electronic records from the event and confirmed the issue was due to a mechanical issue and not an electrical one. A root cause for the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided stryker with some of the patient information. Relevant patient fields have been updated. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.